Event description:
Reportable based on device analysis completed on 07mar2022. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and non-calcified left anterior descending artery. A 3.00x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: promus element plus mr,ous 3.00x28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent strut rows in the mid stent region lifted and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks located along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.